Event description:
It was reported that an arteriotomy closure of the right common femoral artery was attempted using a proglide device with a 7f sheath after a left popliteal atherectomy procedure. Reportedly, the plunger could not be deployed properly, it sounded odd when the plunger was depressed. The device was removed and a ball of suture was observed at the distal end of the device. Manual arterial compression was applied to achieve hemostasis. The patient complained of pain in the right leg after the procedure. A doppler ultrasound was performed and no abnormalities were noted. The next day the patient was admitted at a different hospital with decreased pulse and pain in the right leg. A femoral angiogram was performed and a dissection was observed where the external femoral artery becomes the external iliac artery. The physician stated that the proglide device did not cause the dissection. He stated that it was caused because the puncture was a high stick at the level of the inguinal ligament. The dissection was stented using the left common femoral artery as an access site. The arteriotomy at the left common femoral artery caused a problem with a femoral graft. The patient underwent surgery 3 days later to revascularize the graft. There was no adverse sequela. The physician is reportedly trained in the use of the proglide device. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Per the instructions for use: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based on bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. The customer reported the device was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). It is indicated that the device was discarded and is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history could not be conducted because the lot number was not provided. The puncture site was at the level of the inguinal ligament. Per the warnings section in the instructions for use: do not use the perclose proglide smc system if the puncture site is located above the most inferior border of the inferior epigastric artery and/or above the inguinal ligament based upon bony landmarks, since such a puncture site may result in a retroperitoneal hematoma. Based on the information reviewed, there is no indication of a product deficiency.